Event description:
It was reported that during the implant procedure the physician indicated that the device was not working properly. The lower nominal rate was found to be set at 45 beats per minute (bpm) out of the box. The lower rate was reprogrammed and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.